Event description:
It was reported that the device is showing error 31209 during testing. No patient injury was reported.

Manufacturer narrative:
Other, other text: this MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Both tamper seals were intact. No physical damage was observed. Error 31209 was found in event history log. Unable to duplicate stated problem. Pump found to be operating properly. This error code was cause by customer not using the device properly . The error code will be clear. The root cause of the reported issue unable to be determined. Actions were taken to mitigate the reported issue: the error code will be clear.

Manufacturer narrative:
Additional information received that this event occurred during testing and there was no patient involvement. One cadd prizm vip pump was returned for analysis. Visual inspection performed, and product found to be in a good condition. Event history log review was performed and found evidence of reported problem. The pump was visual inspected and found error code 31209 on display. The customer's stated problem was verified. During investigation the pump was inspected and found error code on display. However, investigator was unable to duplicate stated problem. The pump found to be operating properly. The error code was cause by customer not using the device properly. The error code will be clear. The root cause of the reported problem is unknown.

Manufacturer narrative:
Device evaluation in progress.

Event description:
Information was received that this smiths medical cadd prizm vip pump exhibited error code e31209. No adverse effects were reported.